Event description:
This was a lead extraction procedure resulting in damage to the laser sheath during the procedure due to extensive lasing and pushing of the catheter. No injury to the patient occurred. Another catheter was opened to successfully complete the procedure. The patient was discharged per the operative plan. This event is being reported because of the potential for injury due to exposure of fibers in vivo.

Manufacturer narrative:
Catheter investigation summary - the visual inspection of the glidelight found that the working length of the catheter had two kinks (1.75" and 7" from the distal tip). The kink at 7" was significant and showed signs of lasing after the fibers had been broken. It appears that the catheter became kinked during the procedure; therefore, breaking fibers. The broken fibers then began to melt the jacket at that location. Approximately half of the fibers at the tip were dead as a result of the kink. The initial complaint received indicated that "extensive' lasing and pushing were used during the procedure which indicates the likelihood of excessive forces being used during the procedure, therefore, causing the catheter to kink and subsequently melting the jacket of the catheter.